Manufacturer narrative:
Corrected data: device serial number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 12 hours following the implant of this transcatheter bioprosthetic pulmonary valve, an electrocardiogram (ECG) indicated ventricular fibrillation that lead to cardiac arrest. The physician reported ventricular fibrillation was due to an "r on t" phenomenon. Cardiopulmonary resuscitation (CPR) and veno-arterial extracorporeal membrane oxygenation (ECMO) were initiated. The patient was successfully cardioverted. The function of the left and right ventricle recovered immediately following ECMO. A chest x-ray post resuscitation confirmed the appropriate placement of the valve with no stent fractures. Liver and kidney functions were normal. Magnetic resonance imaging (MRI) confirmed neurologic injury was unlikely. Anti-arrhythmic medications were prescribed as treatment for six months. It was reported that the patient was extubated as was recovering well. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b2. No info on date of death. Updated b5. Updated h1. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the patient was eventually discharged from the hospital. Approximately nine months following the valve implant, the patient died. According to the physician, the patient's death was difficult to classify. The physician was unsure if the death was caused by the valve, or from the complications experienced just after placement.